Event description:
A customer in (B)(6) reported to biomérieux discrepant results for a candida auris strain in association with the vitek® 2 yst test kit. The customer reported the sample was abdominal fluid from a pediatric ICU patient (B)(6) with treatments. The strain was twice identified as low discrimination organism for c. Auris and c. Duobushaemulonii. A new sample from the patient was tested and candida auris was identified as the only option after 24 hours of incubation. Testing on the first sample was then repeated again and incubated for 24, 48, and 72 hours. At 24 and 48 hours, the identification obtained was low discrimination. At 72 hours the identification was c. Duobushaemulonii. There was a delay for reporting results. The customer stated the first sample arrived 04dec2017, and a result of candida spp was reported to the physician on 06dec2017 along with a note suggesting candida auris. The second sample from the patient was sent for confirmation on 07dec2017 and the final result was sent to the physician on 11dec2017. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported the occurrence of discrepant results for a candida auris strain in association with the vitek® 2 yst ID test kit. An internal biomérieux investigation was performed. The customer failed to comply with biomérieux requests for isolate submittal. The customer reported testing the isolate from cos media. The strain was originally tested twice at 24 hrs incubation and gave a low discrimination result between candida auris and candida duobushaemulonii. Testing of the strain was repeated at 24, 48 & 72 hrs. At 24 & 48 hrs, the strain gave the same low discrimination result. At 72 hrs, the strain identified as candida duobushaemulonii. A new patient sample was tested and gave a result of candida auris at 24 hours incubation. Three (3) lab reports were submitted. One with an excellent identification of candida auris and two (2) with a low discrimination result between candida auris and candida duobushaemulonii. No lab report was submitted for the 72 hour single choice result of candida duobushaemulonii. No reference or alternate method testing was performed by the customer to confirm the identification of either candida auris or candida duobushaemulonii. Since no definitive identification was provided, an analysis of atypical reactions cannot be performed. In addition, without submission of the strain, the issue cannot be confirmed via biomérieux investigation. A low discrimination result that contains the actual strain identification is a correct identification. The customer should perform additional tests to differentiate which species is the correct identification listed in the low discrimination result. Evaluation of the vitek 2 yst ID lot # 2430364203 batch records indicates the lot met final qc release criteria and passed initial qc performance testing.